Event description:
The foley catheter bag was leaking urine at the site where while emptying the spout meets the bag. This is a foley bag temperature sensing device, bardex i.c. Complete care device. The MFR response has been the same as previous notes related to this product.